Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that he was experiencing an inaccurate erratic issue with his one touch ultramini meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began approximately a week prior to contacting lfs. He obtained glucose results of "76 and 137 mg/dl" on the subject meter, done less than 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient stated that he tests his glucose 1x/day and manages his diabetes with pills (metformin and another unrecalled medication), diet and exercise and due to the alleged he continued taking his usual dose as prescribed by the doctor. He claimed on (B)(6) 2011, at approximately 3 pm, after the alleged issue started he felt "dizzy, nauseated and sweaty." The patient informed this mss, by the time he developed these symptoms, he had stopped using the meter for about 2 days and was not testing at all. The patient reported not knowing how to interpret those symptoms and going to his sister's house to test using her blood glucose meter, where he obtained a result of "69 mg/dl." In response to his symptoms and the glucose result, he reportedly self treated with juice and felt better afterwards (treatment time unknown). During the initial call with customer service, the agent noted that the patient was using the correct unit of measurement set in the meter and using an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.